Manufacturer narrative:
W1dr01 ipg implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was observed on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.